Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During an in clinic follow-up, it was not possible to interrogate the device. An electrocardiogram (ECG) was performed, and the patient¿s heart rate was lower than the programmed pacing settings. Premature battery depletion was suspected. A device exchanged was scheduled, however no intervention has been performed. The patient was in stable condition.